Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that the device did not sound an audible tone. The device was returned to the pharmacy department with a report that during programming prior to pt use, the homecare nurse found the device did not sound an audible alarm tone. The device was removed from clinical service. The therapy was started using a replacement device. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device did not sound any audible tones. Though requested, no add'l info was provided.